Manufacturer narrative:
(B)(4). The stent remains implanted and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information the other xience sierra device referenced is filed under a separate medwatch report number.

Event description:
It was reported that before use, the devices were not prepared per instructions for use. During intervention in the left anterior descending coronary artery that was both moderately calcified and tortuous and 80% stenosed, after deployment of two xience sierra stents at 18 atmospheres, balloon deflation was slow and negative was held for 5 seconds, but the balloons ultimately fully deflated. During removal of the stent delivery system, resistance was noted with the guide wire, but both devices were removed independently. Sometime post-procedure, the patient coded; however cardiopulmonary resuscitation was not required. The patient remains unconscious and hospitalized. No additional information has been provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of cardiac arrest is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A clinical specialist reviewed the reported complaint and found based on the information provided the current patient condition could be attributed to the procedural complications and possibly due existing medical conditions. It should be noted that the IFU instructs to prepare the device prior to use. Additionally, the IFU instructs to deflate the balloon by pulling negative pressure on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 to 15 seconds longer. It appears this IFU deviation may have contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the reported 5 seconds of negative pressure that was held prior to removal was insufficient to fully deflate the balloon. Additionally, the investigation was unable to determine a conclusive cause for the reported patient effects of coma and cardiac arrest with hospitalization. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
No additional information provided.